Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via that an ar-6410 arthoscopy main pump tubing did not irrigate. This occurred during a case and was completed by using another product of same product number. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.